Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported the patient¿s insertable cardiac monitor was undersensing. On (B)(6) 2018 the device was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
This matter involves only a malfunction and does not rise to the level of a serious injury. Should indicate only a malfunction and should not indicate a serious injury. Should indicate the matter did not require intervention to prevent permanent impairment/damage (devices).